Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, review of the electrograms noted that the pacemaker exhibited inappropriate magnet response while the magnet response was programmed off. No changes or interventions were done as the magnet response was already off. There were no patient consequences.